Event description:
Baxter international reported hemolysis in a pt at an unknown time after a dialysis treatment with a CT dialyzer. The pt experienced cardiac arrest, and expired. No other event info is available as of todays date.